Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the reported event. The failure occurred before the procedures began. The philips remote service engineer (rse) examined the system remotely and confirmed that the system¿s geometry was failed. The rse reviewed the logfile and confirmed that there was a communication failure with the geo ipc. The rse suggested the customer to clean and reconnect the boards, cables and battery from the geo ipc. The customer followed the instructions and performed those steps, and the system was working and kept under observation to check the recurrence. The philips field service engineer (fse) visited onsite and as a part of precaution the fse checked and cleaned the boards and connections and replaced the bios battery, which resolved the reported issue. After this repair the reported issue didn¿t occur, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to move. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.